Event description:
It was reported that this left ventricular (lv) lead was newly implanted and appears to be sensing right atrial (ra) signals. When doing a chest x ray, two electrodes appeared backed out, meaning the lv lead had pulled back into the coronary sinus. Thresholds and capture were evaluated for the lv lead and appeared high at one instance. The sensing was turned off. The lead appeared to be moved post implant. The physician decided to not go back and reposition the lead as that would imply another surgery for the patient. It is expected for the patient's battery to run faster because the lv threshold will be now higher. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.